Event description:
In 2003, during an incident involving a patient found in cardiac arrest, CPR was started, the defibrillator was connected, and after 2 "no shock indicated" analysis segments and a minute of CPR, the unit analyzed a shockable rhythm, began to charge and the unit prompted a failed battery message. A second battery was used and they received another battery failed message during the charge cycle. Another crew arrived and assisted with patient care. The patient was pronounced at the scene. The crew stated they checked their saed at the beginning of the tour.